Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported, the image from the videoscope disappeared when the handle was turned. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The video cable is broken and therefore the image is not displayed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged a definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the image from the videoscope disappeared when the handle was turned. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm.